Event description:
It was reported that during acl operation t1 and t2 deployed simultaneously. Operation was completed without repairing the meniscus. One t couldn't be removed from the patient. Dr had to remove meniscus of the patient, patient suffered a meniscus tear. Significant delay was not reported. Back up was not available.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the delivery needle is bent. No ts or suture remain on the delivery needle or were returned for examination. The actuator is in its post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Per the device under warnings ¿do not push the deployment slider twice or the second implant will deploy prematurely. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿.